Event description:
False negative result(s). We got a call from a customer that is having an issue with their mckesson consult diagnostics urine analyzer. The customer has had the analyzer for 2 months, so this is not an out of box issue. The customer explained that when they performed the urine sample on the analyzer and got negative leukocyte result. They sent the same urine sample to the lab, and it was 2 + leukocyte. Customer did confirm the analyzer is running and passing both qc levels.

Manufacturer narrative:
The final investigation yielded the following conclusion: batch records for final product manufacture and qc record for (B)(4) were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Requested additional feedback from customer, no response received. Therefore, root cause could not be determined.

Event description:
False negative result(s). We got a call from a customer that is having an issue with their mckesson consult diagnostics urine analyzer. The customer has had the analyzer for 2 months, so this is not an out of box issue. The customer explained that when they performed the urine sample on the analyzer and got negative leukocyte result. They sent the same urine sample to the lab, and it was 2 + leukocyte. Customer did confirm the analyzer is running and passing both qc levels.

Manufacturer narrative:
On 09/12/2024, the FDA requested that acon laboratories include the investigation codes on section h6 for MDR#: 2531491-2024-00115. This report is the follow-up per FDA's request. In this follow-up report, the following information is different than the initial report. B4: date of this report. G6: type of report. H2: if follow-up, what type? H6: adverse event problem. The type of investigation, investigation findings, and investigation conclusion codes have been added to section g6 in this follow-up report, as these codes were missing in the initial MDR submitted on 09/03/2024.

Event description:
False negative result(s). We got a call from a customer that is having an issue with their mckesson consult diagnostics urine analyzer. The customer has had the analyzer for 2 months, so this is not an out of box issue. The customer explained that when they performed the urine sample on the analyzer and got negative leukocyte result. They sent the same urine sample to the lab, and it was 2 + leukocyte. Customer did confirm the analyzer is running and passing both qc levels.